Manufacturer narrative:
On an unreported date in (B)(6) 2022, the event occurred. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by improper operations. The patient hospitalization and patient outcome were not reported. The patient was treated with unspecified anti-inflammatory drug infusion, unspecified anti-inflammatory drug (intraperitoneal) for the event and unspecified nutritional injection to supplement the albumin to the patient. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.